Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the machine was giving a high temperature alarm due to a defective daughter battery and power management board. The compressor fan connections and compressor connections were reconnected, and no errors were found. The defective power management board (0670-00-1162) was replaced with a new one, but the unit alarmed iabp may require maintenance. The fse replaced the defective muffler (0103-00-631), and the unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, cardiosave intra-aortic balloon pump (iabp) has system over temperature error. There was no patient involvement.